Event description:
Patient presented to the physician with radiating pain to the ears, jaw, and head from tethering stimulation lead. Physician brought the patient into the or, dissected and freed up the stim lead, providing more slack to the neck area.